Event description:
Hcp reported left-side "textured rupture implant exchange." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: it is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified, anxiety¿product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: red particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Rupture was confirmed, not to occurred. And device has been explanted.